Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, implant difficulty occurred. The ipl was removed and e xchanged for a different lead. No patient complications have been reported as a result of this event.